Manufacturer narrative:
The product was not returned to the MFR for evaluation.

Event description:
The device was used during a colon resection procedure. Reportedly, the staples did not form properly. The hospital reported that no pt injury had occurred.